Event description:
Additional information received from the manufacturer representative on (B)(6) 2017 indicated that the manufacturer representative was going to meet with the patient for further troubleshooting regarding the out of regulation (oor) message. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. An out of regulation (oor) error code was seen on the patient programmer. The patient was adjusting their settings when the issue occurred. They were trying to decrease the pulse width last night when they noticed the oor code. They took the batteries out and put them back in which let them lower the pulse width. On the day of the report the patient still saw the message coming up. They tried taking the batteries out again but it did not resolve the oor. It was reviewed how to bypass the oor by pressing any arrow on the navigation bar. It took the patient back to the home screen and the patient indicated that their stimulation was on. The patient was redirected to their healthcare professional (hcp) for further investigation and the patient noted that they would go back to their hcp in another month. There were no patient symptoms reported and no complications reported.